Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently has exhibited ventricular undersensing, resulting in pacing delivery on the t-wave and subsequently induced ventricular tachycardia (vt). Boston scientific technical services (ts) was contacted, and it was confirmed that the low amplitude following paced beats caused the undersensing. It was confirmed that changing the automatic gain control feature would not prevent similar undersensing, but potentially reducing the amount of ventricular pacing could resolve similar vt episodes. At this time, this ICD remains implanted and in-service. No additional adverse patient effects were reported.